Manufacturer narrative:
Updated data: b2. B5. D4. H4. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used during the procedure. Per the physician, the delivery catheter system did not cause or contribute to the injury.

Event description:
It was reported that prior to the implant of this transcatheter aortic valve evfxplus-26 in a patient with a mean gradient of 77 mm hg and an aortic valve area of 0.5 cm squared, a small effusion was noted via transesophageal echocardiogram. A pre-implant balloonaortic valvuloplasty was performed using a 18 mm non-medtronic balloon. Subsequently, the valve was deployed once and recaptured for an unspecified reason. The valve was deployed a second time at a depth of 5 mm on the non-coronary cusp and 5 mm on the left coronary cusp. No paravalvular leak was observed following deployment and the patient's mean gradient was measured at 4 mm hg. During the procedure, the patient experienced low blood pressure in the 70's mm hg to 40's mm hg and the effusion increased in size while hypotension persisted. A pericardiocentesis was performed, aspirating 1 liter of blood, followed by a pericardial window procedure. While attempting to get the patient off of the table, additional drainage of about 500 cc was noted. This drainage prompted open surgery to locate the effusion source. A left ventricle (lv) perforation was identified as the cause. The valve became dislodged during surgery; however, the lv perforation was repaired. A surgical aortic valve replacement was performed with explant of the transcatheter valve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 04-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.